Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient's caregiver had to turn the stimulation up to 11.8 today because the patient couldn't feel any stimulation back there on their back. Caller stated normally the patient is able to feel stimulation at 7.0. Agent asked if the patient had any falls or trauma that could have impacted how the stimulator is sitting in their body and caller stated the patient did have a fall over the weekend, but it wasn't that big but the patient ended up on his back. The patient was redirected to their healthcare provider to further address the concern.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.